Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013, to report that around (B)(6) of 2011, patient¿s mother noticed that site of insertion was oozing a yellow substance. Patient was complaining of discomfort and itching. Upon sensor removal insertion site was raw and irritated and looked like there was a burn mark extending beyond sensor patch size. Patient sought medical intervention on (B)(6) 2011 and was given topical ointments to treat her skin. A skin culture identified a (B)(6) infection at the insertion site. At the time of her mother¿s call to dexcom technical support, 2 years after the incident, patient was feeling fine.